Event description:
The hcp reported the pt's refill date was in 2005. They were refill 2 days later with morphine 25mg/ml with a daily dose increase from 5mg/day to 7.5mg/day. The next day, the pt presented to the emergency room with signs of an overdose. The pump was stopped, the pt was given narcan, and morphine intravenously as needed. The pt is reported to be doing okay now. A follow up report will be sent when additional information is received.